Manufacturer narrative:
This report is being sent to correct d6b.

Event description:
It was reported that a routine follow-up appointment in (B)(6) 2024, a significant decrease was observed from 30% to 15% remaining battery longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). Recently, the device declared a battery depletion (bd) alert and the physician suspected that the battery was depleting prematurely. Subsequently, this s-ICD was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a routine follow-up appointment in may 2024, a significant decrease was observed from 30% to 15% remaining battery longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). Recently, the device declared a battery depletion (bd) alert and the physician suspected that the battery was depleting prematurely. Subsequently, this s-ICD was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a routine follow-up appointment in may 2024, a significant decrease was observed from 30% to 15% remaining battery longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). Recently, the device declared a battery depletion (bd) alert and the physician suspected that the battery was depleting prematurely. Subsequently, this s-ICD was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD was received for analysis.

Manufacturer narrative:
This report is being sent to correct d6b. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.